Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh 500 hematology analyzer was dripping fluid around the needle bellows upon start up of the instrument. The customer was wearing ppe at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed but is readily available, and the customer has an exposure control plan at the facility. There was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
Service was performed on (B)(4) 2011. The field service engineer (fse) replaced the pinch valve (pv21) and actuator, needle drain valve. The pinch valve (pv21) opens the path for the backwash leading to the waste. Blood, clenz, and diluent pass through the pinch valve. The fse verified the repairs per established procedures. The results met published performance specifications. System validation was documented in the customers qc record. Root cause for the leak was the pinch valve (pv21) not opening a path for the backwash. (B)(4).